Manufacturer narrative:
The lot number on the initial MDR was reported incorrectly in the manufacturer's narrative as #368609. The correct lot# 7027650. On 4/24/17, samples were returned for evaluation from a second potential lot number. The information for the second lot number is as follows: medical device lot #: 7019601. Medical device expiration date: 1/31/2022. Device manufacture date: 1/19/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a second supplemental report will be filed.

Manufacturer narrative:
Device history record review: a review of the device history record was completed for batch 7019601 manufactured january 2017. A review of the device history record was completed for batch 7027650 manufactured january 2017. All inspections were in compliance with requirements. Customer sample/photo analysis: thirty customer samples were evaluated for ¿safety shield/defective locking mechanism from batch 7019601. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. No bent cannula was identified. Thirty customer samples were evaluated for ¿safety shield/defective locking mechanism from batch 7027650. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. No bent cannula was identified. Investigation root cause summary: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. Customer photos were submitted of an eclipse sample with the safety shield not engaged. In review of the photos, no physical damage can be seen. A review of the device history record revealed no irregularities during the manufacture of the reported lot #368609. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. (B)(4).

Event description:
It was reported that the safety shield of the 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle failed to function properly after use because the needle was bent. There was no needlestick or report of medical intervention.